Event description:
It was reported that the ilet displayed a ¿dosing stops soon¿ alert while paired to a dexcom g7, after which the user replaced the cgm, experienced warmup with no glucose readings, and pairing to the ilet failed until the agent instructed entering the cgm code and restarting the ilet, after which readings resumed at 101; the problem aligned with intermittent communication failure involving the cgm connection and the ilet¿s antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the device¿s electrical/antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.